Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-23. H6: investigation summary: one used sample was provided to our quality team for investigation. The product was visually inspected and a leakage past the stopper ribs was observed. There are no defects or damage was noted on any of the samples or components and the stoppers were verified to be properly assembled onto the plunger rod. A device history review was performed for reported lot 2008329, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing and tightness testing to verify the seal of the stopper. The returned samples underwent these tests and in all cases the product met required specification. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: when purging the prepared syringe (saline + venofer), the liquid leaks from the plunger. No clinical consequences.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: when purging the prepared syringe (saline + venofer), the liquid leaks from the plunger. No clinical consequences.